Event description:
Boston scientific received information that this lead was removed from service during an elective procedure to replace the patient's device due to pacing therapy not delivered when required due to the use of electrocautery. Asystole for an unknown duration was observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.